Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, lot# n182648006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient's personal therapy manager (ptm) had displayed the 8286 code which indicated the pump may be empty. The patient reportedly had heard a single beep from the device but not the critical alarm tone. The patient did not experience any symptoms as a result of this code. The patient was scheduled to have the pump refilled on (B)(6) 2014. It was further confirmed that the patient's alarm was due to a low reservoir alarm. At the refill on (B)(6) 2014 the nurse aspirated 2 milliliters (ml) and the pump was successful filled. The patient was doing well. The device system delivered fentanyl (2000 mcg/ml at 599.6 mcg/day) and bupivacaine (12 mg/ml at 3.597 mg/day). If additional information is received, the event will be updated. Additional information later received reported that the reporter could not confirm if the patient saw the 8286 pump empty code or if there was a low reservoir alarm.